Manufacturer narrative:
The pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked keypad overlay at select button and belt clip rails broken.

Event description:
Customer reported via phone call that the insulin pump had physical and cosmetic damage. Customer's blood glucose level was 178 mg/dl. Customer reports that the belt clip came off. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.